Event description:
It was reported egms on the device were missing. Abbott technical support was contacted and recommended reprogramming. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
It was reported egms on the device were missing. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.